Manufacturer narrative:
The pod was evaluated and a malfunction was identified. The clutch spring had not been released from the spring latch preventing the drive from being engaged, which prevents the plunger from advancing during drug administration and could have contributed to reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The customer reported that her blood glucose reached 27.8mmol/l (500.4mg/dl) while wearing the pod for approximately 5 hours. The pod was returned for evaluation.